Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past 4 years. It was reported that device was used for treatment and the device tubing became caught in the patient¿s walker. As the device was not returned, a thorough product evaluation could not be carried out. As stated in the IFU, care must be taken at all times to ensure the tubing does not become twisted or trapped, as this may block negative pressure wound therapy. Should the tubing be compromised in anyway, a hcp must be contacted as the dressing needs to be changed and the device must be checked to ensure it is working properly. Based on the information provided, the most probable root cause was identified as user variance. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm a relationship between the reported event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient's tubing of her pico 7 got caught in her walker and got disconnected from the port. The patient reconnected it but that night the leak light was triggered. The physical therapist then looked at the dressing and the port was completely pulled out of the dressing. The nurse explained that the dressing would need to be completely changed and encouraged her to contact the patient¿s physician for further guidance.